Event description:
The device reportedly displayed a flatline ECG signal when the device was connected to a conscious and alert. The device operator allegedly was able to get the device to display the patient's ECG rythym by flexing the ECG patient cable at the device connector.